Event description:
During stent deployment, stent balloon excessively slow to deflate - with difficulty removing. During extraction, proximal area dissected requiring placement of another stent. During extraction, system lengthened significantly. Pt stable.